Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient needed an MRI. The caller stated the patient's ins battery was dead and the patient did not have controller with for the MRI appointment. The caller was unsure how long the ins battery had been dead for and did not know why the patient stopped recharging their ins. Additional information was received. It was reported the patient could not get their ins to recharge. The patient noted they had started trying about a week ago. They mentioned they usually recharge their ins every two weeks and when trying to recharge they described seeing the reposition antenna screen on the recharger and also stated they could not connect with the programmer. The patient had rescheduled their MRI from last tuesday to (B)(6) 2021 but still had not gotten the ins recharged additional information was received. It was reported the patient's recharger would not charge their stimulator anymore. Everyday they tried to turn the antenna or place on their stimulator they still received reposition antenna code and they could not get it to charge their back at all.